Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The reported complaint of a missing white roller guide from the pump rotor was confirmed during the visual inspection. The broken roller caused damage to the start-up kit (suk) tubing and the leak of the saline fluid into the pump raceway. The probable root cause was user mishandling. Upon visual inspection, it was noted that one of the white roller guides was missing, thus confirming the customer complaint. In addition, the pump rotor bearings were exposed to saline fluid after suk damage. The missing roller guide and pump rotor head assembly was replaced to address the issue. The thermogard console passed the functional testing without any error. The event log review showed no significant discrepancies. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the user observed a damaged start-up kit after it was installed into the thermogard console (sn (B)(4)) pump raceway. Also, the customer reported the white roller guide from the pump rotor on the console was missing. The suk was replaced, and the treatment continued with another thermogard console. No consequences or impact to the patient.